Event description:
During a percutaneous transluminal angioplasty (pta), it was reported that a powerflex pro was delivered to the lesion, but the balloon ruptured at 6atm during its pre-dilation. It was removed from the patient and exchanged for a different balloon catheter. The procedure was finished successfully and there was no report of patient injury. Approach was made with a sheath introducer and the lesion was crossed with a guidewire (radifocus). The target lesion was the iliac artery. The lesion was mildly calcified and moderately tortuous. The rate of stenosis was 99%. The product will not be returned for analysis.

Manufacturer narrative:
Additional information indicated that there was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The contrast media used is unknown and the contrast to saline ratio is also known. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. It is unknown how many times the balloon was inserted into the patient. There was no difficulty removing the balloon catheter from the patient. The balloon was removed intact (in one piece). Complaint conclusion: during a percutaneous transluminal angioplasty (pta), it was reported that a powerflex pro was delivered to the lesion, but the balloon ruptured at 6 atmospheres during its pre-dilation. It was removed from the patient and exchanged for a different balloon catheter. The procedure was finished successfully and there was no report of patient injury. Approach was made with a sheath introducer and the lesion was crossed with a guidewire (non-cordis). The target lesion was the iliac artery. The lesion was mildly calcified and moderately tortuous. The rate of stenosis was 99%. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The contrast media used is unknown and the contrast to saline ratio is also known. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. It is unknown how many times the balloon was inserted into the patient. There was no difficulty removing the balloon catheter from the patient. The balloon was removed intact (in one piece). The device was not returned for analysis. Review of lot 15757105 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without return of the device for analysis the reported balloon burst could not be confirmed and the exact cause could not be determined. Based on the information available for review, vessel characteristics (moderately tortuous with 99% stenosis) may have contributed to the difficulty experienced by the customer. Neither the information available nor the DHR suggest that the balloon burst could be related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.